Event description:
The customer reported that one patient had a low sodium result on the dxc 600 pro chemistry analyzer and reported outside the laboratory. As a result, this patient was admitted and received treatment with 75% normal saline. The patient was later discharged on the same day. The customer confirmed the patient was not harmed, and no death occurred. Upon re-testing with redraw samples, the results were normal. The customer did not provide patient demographics but shared an initial result for this patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and found the mc sample syringe to be dirty. The fse replaced the mc sample syringe and cleaned the flowcell to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).